Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and identified as requiring replacement at a future date. No conclusion can be drawn as system analysis or repair info is unavailable at this time and no add'l service info was provided. The system was returned to service.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.